Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cadd-legacy plus pump exhibited an alarm. It was reported that after changing to this cassette, the customer loaded batteries in the pump, conducted a self-diagnosis of the pump and confirmed that the message "stop" was displayed; however, the alarm continued. Per reporter, customer subsequently turned the pump off and back on fifteen seconds later and reloaded batteries but the alarm continued. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of occlusion alarms after the pump was switched on. Functional testing was performed and was unable to duplicate the reported issue. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.